Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) they had been experiencing overstimulation and uncomfortable stimulation so they were keeping stimulation off due to painful stimulation in the pocket area that was felt even when stimulation was off. It was noted reprogramming had been attempted multiple times. Impedance testing was performed with results of 600-900 ohms. There were no falls or traumas reported that could be related to the issue and the issue wasn't related to positional movement. Stimulation was turned on to a comfortable sensation and the pocket was palpated. The patient felt stimulation change when palpation occurred. Stimulation was then turned off and palpation was performed. Residual stimulation was felt but there was no real noticeable change during palpation. It was noted this issue had been occurring since implant. Relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found no anomalies. Evaluation codes were updated upon device analysis.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient ended up having the implantable neurostimulator (ins) replaced on the day of this report. The reason for the replacement was pain at the pocket site when stimulation was on.

Event description:
Additional information from the healthcare professional reported that the x-rays showed no lead migration and that it appeared to be appropriately placed. The following implant information was provided: the direction of neurostimulator pocket incision was transverse (horizontal); the estimated implant depth was 1-1.99 cm; the neurostimulator was sutured in place in the two suture holes; the manufacturer logo faced outward; and there were no adaptors. The need to reevaluate the internal pulse generator was noted. The patient will have a spinal cord stimulator (scs) revision in the near future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.